Event description:
It was reported that the patient presented to the emergency room complaining of "presyncope symptoms." It was found that the patient's device had been at the elective replacement time for 5 months. Interrogation of the device revealed a high battery impedance. Premature depletion is suspected. The patient was admitted to the hospital to await replacement. While in the hospital for 5 days the patient expired. No allegations of device involvement the death have been made. The cause of death has been requested and not yet made available. It was further reported that the ventricular lead had low impedance.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.